Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with right ventriucularl lead exhibited noise. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable during and post procedure.